Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced four peritonitis events. The cause for all events was reported as due to unclean food and poor absorption. It was not reported if the patient was hospitalized for the events. For all events, the patient was treated with intraperitoneal imipenem (no further details). The patient was recovered from the peritonitis events. On an unreported date dianeal therapy was withdrawn. No additional information is available as the reporter has declined to provide further information.